Event description:
Edwards received notification from our affiliate in canada. As reported, this was an implant case of a 26mm sapien 3 ultra in aortic position by transfemoral approach. The valve was uneventfully implanted. During vascular closure, blood pressure began to drop. Echo noted that there was evidence of annular rupture, which likely occurred during valve implant. Echo also showed right coronary artery (rca) obstruction (likely thrombus) due to flap caused by rupture. The patient was put on ECMO, stabilized, blood flow was reestablished to the rca, and the patient was transferred to the ICU. On pod 3, the patient expired. As per medical opinion, the root cause of the annular rupture was related to the calcified native leaflets. And coronary artery obstruction was a consequence of the annular rupture.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event was likely due to patient and procedure related factors. The cause of death was not provided. If new information is received. A supplemental report will be submitted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device remained implanted